Event description:
Information received indicated when the head end brakes were engaged they would not hold.

Manufacturer narrative:
The hill-rom technician replaced all four casters due to brakes not holding and the age of the bed. This resolved the issue.